Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Wear patterns on the exterior of the inner collet, in both screws, indicate that the screw was properly locked. Abrasions were visible on the inside of the inner collet of one screw, indicating that a rod may have slipped axially while captured by the screw. However, these abrasions were not observed on the second screw, which suggests that the rod was not properly captured by this screw.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place due to rod slippage. Revision surgery took place (B)(6) 2018.